Event description:
It was reported surgical intervention was undertaken wherein one of the patients leads was explanted and replaced to address the issue. Note: it is unknown which of the leads was explanted so both are being reported as such.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04494. It was reported the patient never received effective stimulation. In turn, surgical intervention may be pending to address the issue.